Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during surgery, the guide became thinner until it broke. And it disintegrated when removed.". No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "during surgery, the guide became thinner until it broke and it disintegrated when removed". No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Event description:
It was reported "during surgery, the guide became thinner until it broke. And it disintegrated when removed.". No patient harm reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of an opened cvc kit for evaluation. Visual analysis revealed that the guide wire was separated from the distal end. Microscopic examination revealed that the core wire point of separation was slightly curled, indicating undue force contributed to the breakage. The distal weld appeared to be spherical and full. The total length of the returned core wire measured to be 456mm which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire outer diameter measured .440mm which is within the specification limits of .432mm-.457mm per the swg graphic. Functional inspection could not be performed due to the severity of the damage observed. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be unraveled and separated from the distal end. It was noted that the distal j-bend was misshapen. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75pound force, which is larger than the iso standard of 2.2pound force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during treatment , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.